Event description:
Information was received that a smiths medical breathing portex had an alarm sound about 24 hours after starting to use the product. Voltage was noted to be higher than 1.4 and about 12 hours later, product was removed from patient. When product was checked, an e07 error message was issued. No patient injury resulted.